Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer failed to close. A field service engineer found that the drawer would not close due to someone slamming the drawer, which caused the release lever to open. The rear panel was removed, and the release lever was fully opened to eject the entire row. The release lever was then closed, and all drawers in the row were properly closed. The drawer was tested multiple times in diagnostics without any issues. The customer verified proper operation through the recovery process, confirming everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the mini drawer failed to close. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.